Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. As the customer was not with the contact at the time tandem technical support was telephoned, a pump system check to determine a possible cause of the occlusions was unable to be performed. Multiple attempts were made to request more information; however, a response was not received.